Event description:
Patient's cardiac status at time of procedure was stable angina. The lesion treated was the proximal rca. One endeavor sprint stent was successfully implanted. On the same day as implant, the pt suffered a stroke due to a hemorrhage. Investigator has reported that this bleeding event was not related to the study stent. Pt was asymptomatic at 30 day follow-up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval: results: inherent risk of procedure (stroke). (Lack of info). Eval: conclusion: (lack of info).